Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was used on (B)(6) 2021, for a mucosal defect closure procedure. The procedure was deemed a technical success. The patient was discharged the same day with no restrictions. A follow up endoscopy procedure was performed on (B)(6) 2022, where it is noted that bleeding had reoccurred; they proceeded with a snare polypectomy and used a mantis clip during the procedure. Noted: the x-tack endoscopic helix tacking systeme did not contribute to the bleeding. Additional information the follow up endoscopy procedure was performed due to the polyp recurred, the polyp was removed with a snare and the treatment was not impacted by xtack.

Manufacturer narrative:
Block a4: the complainant reported that the patient weights 263.9lb. Block a2: the complainant reported that the patient age was 81.6. Block h6 impact code of e0506 captures the reportable event of hemorrhage bleeding. Block b5 and block b7 have been updated based on additional information received on december. 8, 2023.

Event description:
It was reported to boston scientific corporation that an x-tack endoscopic helix tacking system was used on (B)(6) 2021, for a mucosal defect closure procedure. The procedure was deemed a technical success. The patient was discharged the same day with no restrictions. A follow up endoscopy procedure was performed on (B)(6) 2022, where it is noted that bleeding had reoccurred; they proceeded with a snare polypectomy and used a mantis clip during the procedure. Noted: the x-tack endoscopic helix tacking systeme did not contribute to the bleeding.

Manufacturer narrative:
Block a4: the complainant reported that the patient weights 263.9lb. Block a2: the complainant reported that the patient age was (B)(6). Block h6 impact code of e0506 captures the reportable event of hemorrhage bleeding.